Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified anatomy causing the reported failure to advance. Resistance was met with the anatomy during removal causing the reported stent dislodgement with the patient effects of removal of a foreign body and additional therapy/non-surgical treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified. The xience sierra failed to cross the lesion due to resistance with the anatomy, and when the delivery system was removed, the stent dislodged in the radial artery. A lasso was used to capture the stent and extract it from the anatomy. Another stent was implanted to complete the procedure with the patient having a good outcome. No additional information was provided.